Event description:
The customer reported that she attempted to perform blood glucose testing using the contour® next one meter. The meter powered on and recognized the contour® next test strips; however, it did not display the flashing blood drop symbol and did not initiate the countdown to provide a reading. The customer was using the contour® next one meter to verify readings obtained from her continuous glucose monitoring (cgm) system, which had also malfunctioned. As she was unable to verify her blood glucose levels, she experienced a hypoglycemic event. She subsequently went to the emergency room, where blood glucose tests were performed, yielding readings of 46 mg/dl and 43 mg/dl. The customer was treated with two bags of dextrose solution and consumed yogurt. She remained in the emergency room for approximately 5-6 hours and recovered well following treatment. The meter is not expected to be returned for evaluation, as the customer returned the meter to their local pharmacy. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the patient age and weight were not provided. The contour® next one meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record for the suspected contour® next one meter with serial # (B)(6) was reviewed and no manufacturing anomalies were found.